Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported settings are jumping on the screen and cannot be changed. The customer reported there was no patient involvement.